Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose level was 40 mg/dl. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.